Manufacturer narrative:
Investigation summary: the bd vacutainer® evacuated blood collection system instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with underfill and blood pushing back through the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with underfill and blood pushing back through the device.